Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that after unpacking, it was noticed that the stent was not on the stent delivery system (sds). No additional event or pt info is available.

Manufacturer narrative:
Quality assurance analysis revealed that the sds was returned without blood visible. There was moisture present in the inflation lumen. The sds was returned inside the coil dispenser. The stent implant and protective sheath were not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.